Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air detector is unresponsive. There was unknown patient involvement.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D1. Brand name: corrected. D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the air detector. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, no patient injury was reported.